Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that customer experienced elevated blood glucose level, value was not provided. Customer declined to troubleshoot with tandem technical support.